Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during direct stent post-dilatation in the moderately calcified, 90% stenosed, distal right coronary artery (rca), the voyager nc balloon ruptured when inflated to approximately 14 to 15 atmosphere for 10 seconds. Dilatation was completed using another balloon. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.